Event description:
Customer reported that an anti-fya antibody was not detected with capture-r ready screen (pooled), lot cw149 on the galileo, on a patient with a history of anti-fya. The anti-fya antibody was detected with capture-r ready screen (pooled), lot cw152 using the galileo.

Manufacturer narrative:
The reactivity of the fya antigen was confirmed on capture-r ready-screen (pooled), lot cw149. The customer sent patient sample for investigation testing. The returned sample was tested with retention capture-r ready-screen (pooled), lots cw149 and cw150; lot cw152 was not available for testing. The sample was negative using lot cw149, but demonstrated 3+ reactivity with lot cw150. The event may be related to the nature of the sample.